Event description:
Complainant alleged that during biomed testing, the device was unable to analyze and unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
MFR has not rec'd the device for eval and this complaint is still under investigation.